Event description:
Follow up information identified the patient underwent surgical intervention on (B)(6) 2017 where the ipg was removed and replaced. Therapy was resumed postoperatively. Issue has been resolved.

Manufacturer narrative:
Recall: 0627487-07262012-002-r and 1627487-12192011-003-r. This ipg serial number was included in multiple field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was unable to feel stimulation when the programmer was used however was able to feel the stimulation when the sjm representative programmer was used. A replacement programmer was unable to resolve the issue. The patient reports he last received effective stimulation approximately 4-5 months ago although he has continued to recharge the ipg. Surgical intervention may be pending to address this issue.